Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
Clinical study advent pas; subject ID (B)(6). It was reported that during an ablation procedure on (B)(6) 2025, a blazer ii xp temperature ablation catheter was selected for use. A few months post procedure, the patient experienced symptomatic tachyarrhythmia. Symptoms started on (B)(6) 2026. The patient sought medical attention and was hospitalized for further investigation. Medication change/adjustment was required to resolve the symptoms, and patient was discharged from the hospital on (B)(6) 2026. Device is not expected to be returned; it was discarded post procedure as no device issues were noted.